Event description:
It was reported the patient presented to the emergency room after an audible alert. An interrogation found that the right ventricular (rv) lead integrity alert (lia) had triggered due to oversensing, high rate non-sustained episodes, and increased sensing integrity counter (sic). It was noted the lia was a false positive due to t-wave oversensing (twos) followed by premature ventricular contractions (pvc). A lead revision was attempted but failed. The lead was programmed off and the patient was admitted to the hospital. Follow up with the company representative indicated no further action has been taken. The lead remains in use. No patient complications have been reported as a result of this event.